Event description:
A pt was treated with the subject device to repair a clavicle fracture. On a f-u x-ray, the device was observed as broken with a single fragment. The pt is reported as healing slowly, and the physician is monitoring the pt to make sure the fragment does not migrate. Revision surgery is not planned. It is unk what event led to the device failing.